Manufacturer narrative:
Product analysis: the device was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that at an unspecified time following the implant of this transcatheter aortic bioprosthetic valve, the patient developed intermittent chest pain. Four months twenty-eight days following valve implant, a cardiac stress test was performed. During the stress test, chest pain developed. The patient was transferred to the emergency department and admitted the following day. Intravenous therapy medication was administered. Two days later, a coronary arteriogram was performed and three days later a computed tomography scan was performed both to evaluate for a thrombus on or around the valve; a thrombus was not identified. However, it was reported the left sinus of valsalva was ¿sequestered¿ due to the interaction between the area of the transcatheter valve and the sinotubular junction. Left main ostia inflow and coronary artery obstruction were also reported. Subsequently, five months, eleven days following valve implant, the valve was explanted and replaced with a non-medtronic surgical valve and two coronary artery bypass grafts were performed. The patient status was considered resolved six days later. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the initial valve implant depth was 0mm on the non-coronary cusp and 3mm on the left coronary cusp. Intermittent chest pain was first documented four months, twenty-three days following valve implant; however, the patient reported the onset was three or four weeks prior. Per the physician, the valve did not migrate from the initial implant position. It was noted there was minimal space for blood flow into the left coronary due to the interaction between the valve, the sinotubular junction (stj), the native leaflet, and valve skirt. The two bypassed coronary arteries were a result of a pre-existing coronary disease. No additional adverse patient effects were reported. Updated data: h6 method code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated that the previously reported coronary artery obstruction was changed to coronary artery occlusion. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.